Manufacturer narrative:
The device history record review showed no abnormalities during the production run. The white, green, and black fiber-like fms from sample 1 were identified as cellulose. The white fiber-like fm from sample 2 was identified as cellulose. The white fiber-like fm from sample 3 was identified as poly(ethylene terephthalate). Based on these fm types, an extensive investigation was conducted on the potential fm sources, including material, machine, and man/environment. 1) material: two key components near the fm location were investigated. Catheter tubing is where the fm was located. Needle cover is where there is fm in the needle cover, it might transfer onto the catheter tubing during assembly. Catheter tubing was purchased from our bd sister plant in sandy, USA, and is made of polyurethane material. The catheter tubing is made of polyurethane material. During manufacturing, after the tubing leaves the extruder, it goes through the quench tank of water and then passes through an air blower to blow off the water before it is wound up on the drum. These processes would have removed any loose fm if it existed. Therefore, catheter tubing is not the source of fm. ¿ needle cover was molded in-house at the tuas plant using polypropylene material, which does not match any of the fm types. The molding process is automated, with manual packing of molded parts into polybags by production associates. No cellulose or poly(ethylene terephthalate) materials are used in this process. Evaluation of the returned sample needle cover found no traces of similar fm types inside or on the needle cover. Therefore, needle cover is not the source of fm. 2) machine: the entire manufacturing process was reviewed to identify sections that have direct contact with the catheter tubing. ¿ at the tube cutter machine, an outer diameter (od) scanner (see figure 5 in attachment b) could detect and reject fm if present, as fm would cause the tubing¿s od to be out of specification. There are also many tubing guide fixtures and drive rollers at the machine, which are all tightly fitting to the tubing gauge size for the intended guiding purpose (refer to figures 5 & 6 in attachment b). Fm would most likely detach without being able to pass through the fixtures. The machine is automated, well-covered, and requires minimal human intervention. No cellulose or poly(ethylene terephthalate) materials are used in the tube cutter process. Therefore, tube cutter process is not the source of fm. Figure 5 & 6: tube cutter machine with outer diameter scanner, tubing guide fixtures and drive rollers. ¿ at the isam sub-assembly machine¿s flaring station, the catheter surface contacts two rubber pads that hold and move the tubing downwards to assemble it to the metal wedge (see figures 7 and 8 in attachment b). The rubber pads, made of neoprene rubber (polychloroprene), do not match the fm types of cellulose and poly(ethylene terephthalate) materials. No cellulose or poly(ethylene terephthalate) materials are used in the isam sub-assembly process. Therefore, isam sub-assembly process is not the source of fm. Figure 7: flaring station. Figure 8: black rubber pad. ¿ at the tipping sub-assembly machine, the catheter is pre-cut to the required length, the catheter tip is formed, and then it is loaded onto the catheter tipper pallet. During this process, only the catheter tip contacts the tipping lubrication, which is silicone. No cellulose or poly (ethylene terephthalate) materials are used in the tipping process. The machine is automated, well-covered, and requires minimal human intervention. Therefore, tipping process is not the source of fm. ¿ at the icam assembly process, all components and subassemblies are assembled to form the final product. Ftir test reports (attachments c and d) indicate that fiber-like fm, regardless of color, is coated with an unknown liquid, possibly silicone. Assuming fm was introduced before catheter lubrication, the pre-lubrication processes was reviewed (see figure 9 in attachment b). The catheter tipper pallet is loaded to the machine with no contact on the catheter tubing. The gripper picks up the catheter subassembly via the adapter to set together with the cannula subassembly, with no contact on the catheter tubing. The assembled part then moves to the lie distance vision check station and subsequently to the catheter lubrication station, where the catheter is lubricated with silicone via spraying. Reviewed of the machine found no white, green, black cellulose, or white poly(ethylene terephthalate) materials being used. Therefore, it is unlikely that fm was introduced before catheter lubrication. Figure 9: before catheter lube station. Ftir test reports (attachments c and d) show that fiber-like fm, regardless of color, is coated with an unknown liquid, possibly silicone. There is a possibility that the loose fiber-like fm contacts the silicone on the catheter tubing, causing a coating layer. Assuming fm was introduced after catheter lubrication, the processes at and after lubrication was reviewed (see figure 10 in attachment b). These processes include catheter lubrication, occlusion test, tip spear & protruded fm vision system, and needle cover loading. All four stations are enclosed, with clean machine surfaces and beds, and do not use white, green, black cellulose, or white poly(ethylene terephthalate) materials. There are also no contact points with the catheter tubing. With only three stations after catheter lubrication, the window for fm introduction is very short, indicating a low risk of fm exposure. Evaluation of the returned sample needle cover found no traces of similar fm types inside or on the needle cover. The machine is automated, well-covered, and requires minimal human intervention. A review of the entire machine confirmed that no white, green, black cellulose, or white poly(ethylene terephthalate) materials are present. Figure 10: catheter lube station to needle cover loading station. Simulation - protruded fm vision station: sample evaluation revealed fm protruding from the catheter/cannula. The protruded fm vision system can detect and reject these protruding fms. A simulation was conducted to test this detection and rejection capability using simulated fm samples (see figure 11 in attachment b) to avoid losing the actual fm sample. Simulated sample 1 had fm located on the catheter tubing, curling towards the cannula tip area. Simulated sample 2 had fm located at the cannula tip area. Figure 11: simulated fm samples. Simulated fm sample 1 was manually loaded onto track 4 and simulated fm sample 2 onto track 1. Both samples passed through the protruded fm vision system, which successfully detected and rejected the two samples. Tracks 1 and 4 displayed red signs on the screen showing rejection (see figure 12 in attachment b). Therefore, it is unlikely that the icam assembly line is the source of the fm. Figure 12: results from vision system with simulated samples. ¿ all production line machines are fully covered, and surfaces in contact with the product are cleaned periodically according to the cleaning schedule. The white lint-free cloth used for cleaning is made of poly(ethylene terephthalate) (pet), matching the fm type of sample 3. This cloth is known not to release fibers during use, unlike regular cloths. Additionally, the icam assembly line investigation confirms that any protruded fms can be detected and rejected by the protruded fm vision system. Therefore, it is unlikely that the lint-free cloth used for cleaning is the source of fm. 3) man/environment: the personal protective equipment (ppe) used in the production area was investigated to identify any items with characteristics similar to the fms. ¿ the smock, hair net, beard cover, hood, and face mask used by production associates (see figure 13 in attachment b) were evaluated. The smock is made of polyethylene terephthalate (pet), while the hair net, beard cover, hood, and face mask are made of polypropylene. Although the smock material matches the fm type of sample 3, it is blue rather than white. Therefore, it is unlikely that the man/environment is the source of fm. Figure 13: ppes: hair net, beard cover, hood, face mask, smock. Sample evaluation revealed fm protruding from the catheter/cannula, which was detected and rejected by the vision system as confirmed by the simulation. There are no contact points with the catheter tubing at the icam assembly machine before or after catheter lubrication where fm could potentially be introduced. No white, green, black cellulose and white poly(ethylene terephthalate) materials are present in the machines during production. The white lint-free cloth used to clean machine surfaces is made of poly(ethylene terephthalate) (pet), matching the fm type of sample 3, but this cloth is known not to release fibers during use unlike regular cloths. Therefore, the source of fm in manufacturing could not be identified. As this is the first reported fm complaint for the batch, it is most likely an isolated case. Current controls include outgoing and in-process visual inspections to check for foreign matter. Additionally, there is a 4-hourly housekeeping schedule per mfg-008/bc to clean all machine mechanisms in direct contact with products using 70% ipa alcohol. The complaint trend will continue to be tracked and monitored.

Event description:
It was reported that bd angiocath plus 20ga x1.16in had foreign matter a foreign substance that appears to be a lump of silicone. Three pirs occur at the same time in the same lot number.

Manufacturer narrative:
Our quality engineer inspected the photos, and 3 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed foreign matter on all three samples. The first had loose white, green and black fiber like foreign matter curling around the catheter tubing toward the cannula tip area and protruding from the catheter. The other two samples had white fiber like foreign matter protruding from the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Fourier transform infrared spectroscopy (ftir) analysis was completed to determine the foreign matter type. The foreign matter on the first two samples were found to match reasonably with cellulose. The foreign matter on the third sample matches reasonably with poly (ethylene terephthalate). Based on these foreign matter types, an extensive investigation was conducted on the potential sources, including material, machine, and man/environment. There are no contact points with the catheter tubing at the assembly machine before or after catheter lubrication where the foreign matter could have potentially been introduced. No white, green, or black cellulose and white poly (ethylene terephthalate) materials are present in the machines during production. The white lint-free cloth used to clean machine surfaces is made of poly (ethylene terephthalate) (pet), matching the foreign matter type of sample 3, but this cloth is known not to release fibers during use like regular cloths. Therefore, the source of the foreign matter in manufacturing could not be identified. As this is the first reported foreign matter complaint for the lot, it is most likely an isolated case. Current controls include an outgoing and in-process visual inspection to check for foreign matter. Additionally, there is a 4-hourly housekeeping schedule to clean all machine mechanisms in direct contact with products using 70% ipa alcohol. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.